Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new pump user sought assistance because no drops were observed during a supply change, and leakage was noted around the infusion set connector; the agent and the caller determined the connector was not fully attached, and the user restarted with new supplies and successfully resumed insulin delivery. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education on proper connection and supply change technique. Investigation of this case revealed incorrect deployment or incomplete attachment of the infusion set connector, which caused leakage and interruption of delivery that was resolved by replacing supplies and correctly attaching the connector. It was concluded, based on previously established findings for similar reports, that user interaction and technique during infusion set connection were the cause.